Manufacturer narrative:
The catheter was returned for analysis without the 3.0cm detachable tip. Onyx material was found within the catheter hub. A catheter rupture was noticed near the distal end of the shaft. No onyx was found in the distal end of the catheter. An attempt was made to flush the catheter, however, it was found to be occluded with onyx. No other anomalies were observed. Based on the device analysis and the reported information, the customer's report of ¿catheter rupture¿ was confirmed. The catheter was found ruptured and occluded with onyx. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink). This resulted in pressures exceeding the limits of the catheter. Per the apollo instructions for use (IFU): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. Per the onyx IFU (instructions for use): premature solidification of the onyx les may occur if micro catheter luer contacts any amount of saline, blood or contrast. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The event cannot be confirmed because the device will not be returned as it was discarded at the site. Same event as reported in MDR 2029214-2016-00337.

Event description:
Medtronic received information that an apollo microcatheter ruptured during an onyx embolization procedure. The patient was undergoing preoperative onyx embolization with a plan for staged embolization prior to surgical resection. The patient was diagnosed with treatment of a medium sized arteriovenous malformation (avm) located in the left occipital lobe. Based on the procedure note, the avm was accessed with apollo microcatheter through the middle cerebral artery (mca). Dmso 0.5cc was injected followed by onyx-18. Multiple round of injections were performed halting at any sign of onyx reflux toward the apollo catheter or into the venous system. Roadmap guidance was used and refreshed with each successive injection of onyx. After several rounds of successful onyx delivery, reflux was identified quite proximally on the catheter. Injection was immediately halted. The apollo catheter was withdrawn and found to have ruptured slightly proximal to the break-off point. Angiography via the distal access catheter confirmed no untoward sequelae of this event. Another apollo microcatheter was used to complete the procedure. All onyx was successfully delivered to the nidus of the avm alone and none was identified within the venous system or normal arterial vasculature. The distal access catheter was then withdrawn and angiography performed via the shuttle with was present in the left internal carotid artery and a gain after further withdrawal into the common carotid artery. These sequences confirmed no thromboembolic or other vascular complications. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.